Manufacturer narrative:
The device was not explanted. The manufacturing record was reviewed and no nonconformities were found. Based on the report, event is likely related to the procedure.

Event description:
It was reported to nevro that a patient had acquired a seroma following an implant procedure. The pocket was drained and follow up report indicated that the patient is recovering well and is ready for therapy.